Manufacturer narrative:
(B)(4): IV pole. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint system.

Event description:
It was reported by service report that the IV pole was loose and could fall in an unintended direction. No pt involvement or adverse consequences are reported.